Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had possible infection. The patient had chest redness and tenderness that was resolved with antibiotics. There were no additional adverse patient effects reported. The (crt-d remains in service.